Manufacturer narrative:
The reported event that the pointer tip was bent was not confirmed. A verification of the pointer tip could not be performed as the device could not be initialized with the test system due to the fact that too many leds were damaged. The pointer is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that while performing equipment testing of his sample inventory, the stryker sales representative discovered that the tip of the small pointer was bent. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that while performing equipment testing of his sample inventory, the stryker sales representative discovered that the tip of the small pointer was bent. There was no patient involvement and no adverse consequences associated with the device.